Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The serial number of the device is unknown; hence the date of manufacturer is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver called adc customer service on (B)(6) 2016 and reported a port issue with customer¿s adc blood glucose meter, noting the test strips did not fit into the port. The caregiver called again on (B)(6) 2016, reported a delivery issue and reported that due to the delivery delay the customer (on an unspecified date/time) had to go to a hospital where she/he was treated with an unspecified amount of regular insulin. No further information was provided as the caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. DHR reviews for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified .

Event description:
Customer¿s caregiver called adc customer service on (B)(6) 2016 and reported a port issue with customer¿s adc blood glucose meter, noting the test strips did not fit into the port. The caregiver called again on (B)(6) 2016, reported a delivery issue and reported that due to the delivery delay the customer (on an unspecified date/time) had to go to a hospital where she/he was treated with an unspecified amount of regular insulin. No further information was provided as the caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the MDR 30 day follow up #1 report. The correct date is january 15, 2018.

Event description:
Customer¿s caregiver called adc customer service on (B)(6) 2016 and reported a port issue with customer¿s adc blood glucose meter, noting the test strips did not fit into the port. The caregiver called again on (B)(6) 2016, reported a delivery issue and reported that due to the delivery delay the customer (on an unspecified date/time) had to go to a hospital where she/he was treated with an unspecified amount of regular insulin. No further information was provided as the caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Outcomes attributed to ae) was omitted from the MDR follow up #1 report.

Event description:
Customer¿s caregiver called adc customer service on (B)(6) 2016 and reported a port issue with customer¿s adc blood glucose meter, noting the test strips did not fit into the port. The caregiver called again on (B)(6) 2016, reported a delivery issue and reported that due to the delivery delay the customer (on an unspecified date/time) had to go to a hospital where she/he was treated with an unspecified amount of regular insulin. No further information was provided as the caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.